Event description:
Additional information: it was reported that the patient would be undergoing a new trial by her pain physician to see if a percutaneous lead could restore therapy. The trial was cancelled due to other health issues. There was no further information available.

Manufacturer narrative:
Product ID, 3986ilc lot# n24450, implanted: 2000 (B)(6), product type lead product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient needed a lead revision. The lead revision had not been scheduled. Additional information had been requested, but was not available as of the date of this report.